Manufacturer narrative:
Due to a probable delayed union of fracture (identified 6 months after initial surgery), the veronail needed to be removed and substituted with a prosthesis. The fracture had compacted completely, causing the sliding screws to protrude into the soft tissue of the patient. The failure of the cephalic screwdriver and the cephalic screw caused a prolongation of surgery. The surgery was interrupted as the patient was suffering from bleeding to an antibiotic allergic reaction). As a result of this combination of events, a subsequent operation was required. The cephalic screw was returned to the manufacturer on july 23rd. The results of the mechanical and chemical tests will be reported to medwatch as soon as they become available. As indicated in the companion report (MDR 9680825-2007-00003_, baed on the information available, it was concluded that the device failures (screw and screwdriver) did not necessitate the patient's prosthesis. Rather, the patient ended up with a prosthesis because the fracture was severely comminuted and had not healed as of six months following the initial surgery.

Event description:
Patient had a severe comminuted fracture which was correctly treated using the parallel sliding configuration of the orthofix veronail system. Six months after the implantation, the patient complained about pain. The fracture had completely collapsed and the screws were protruding into the soft tissue. During the operation for nail removal, the cephalic screwdriver and the cephalic screw broke (see also MDR 9680825-2007-0003). Furthermore, the patient showed excessive bleeding due to an allergic reaction to the antibiotic therapy. As a consequence, the operation was suspended. In a subsequent operation, the nail was removed and replaced with a hip prosthesis. The patient is in good health.